Event description:
After tube placement, the disk separated from the shaft and was found leaking. The rptr stated that the disk may be a swallowing hazard for the pt. The pt has a preexisting condition where judgement may be impaired due to developmental delays. One pt involved.